Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 180, 188, 204, 165, 222, 197 and 202mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 242 mg/dl and 245 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/22/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 180, 188, 204, 165, 222, 197 and 202mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 242 mg/dl and 245 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/22/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 120 mg/dl date: (B)(6) 2019 time: 07:33pm fasting result 2: 171 mg/dl date: (B)(6) 2019 time: 10:33am fasting result 3: 123 mg/dl date: (B)(6) 2019 time: 09:59am fasting result 4: 83 mg/dl date: (B)(6) 2019 time: 09:12am fasting result 5: 112 mg/dl date: (B)(6) 2019 time: 07:21am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01653245 meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.